Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges elevated metal ion levels and pain. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received from the patient¿s medical records indicates the patient underwent a right hip revision on (B)(6) 2012. Operative notes report metallosis, watery fluid, and eburnation in the neck area. The femoral head and acetabular component did not show any growth and were removed. The femoral head was replaced with a biomet head. The acetabular component was replaced with a competitor cup.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number four states, "loosening or migration of the implants." Number fourteen states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number fifteen states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces."

Manufacturer narrative:
This follow-up report is being filed to correct the implant date, which was unknown at the time of the initial medwatch. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00918 / 00920).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges elevated metal ion levels and pain. There has been no reported revision procedure. No further information has been provided to date. Tis report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Event date - no revision procedure has occurred. Explant date - device remains implanted. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number fifteen states, "elevated metal ion levels have been reported with metal on metal articulating surfaces". This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same event (reference 1825034-2012-00918 / 00920).

Event description:
Legal counsel for the patient reported that the patient underwent m2a hip arthroplasty on (B)(6) 2006. Subsequently, patient alleges increased metal ion levels. It is unknown whether a revision procedure has occurred. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.